Event description:
It was reported that during follow-up, the pulse generator exhibited premature battery depletion. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the device was explanted and replaced. The patient was well post procedure.